Manufacturer narrative:
1718912-2017-00010 is associated with argus case (B)(4), biotene mouth spray.

Event description:
She had cancer [cancer], she had a stroke [stroke]. Case description: this case was reported by a consumer and described the occurrence of cancer in a (B)(6) female patient who received glycerin (biotene mouth spray ((B)(6))) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene mouth spray ((B)(6)). On an unknown date, an unknown time after starting biotene mouth spray ((B)(6)), the patient experienced cancer (serious criteria gsk medically significant) and stroke (serious criteria gsk medically significant). Biotene mouth spray ((B)(6)) was continued with no change. On an unknown date, the outcome of the cancer and stroke were recovered/resolved. It was unknown if the reporter considered the cancer and stroke to be related to biotene mouth spray ((B)(6)). Additional information: adverse event information was received on (B)(6) 2017. This said sugar free, she was wondering what sweetener was used instead. She had cancer and she had to avoid sugar free ingredients so she needed to know what was in this. She had been using it for a couple of years. She was using it before the cancer and then she had a stroke. She was (B)(6). She did not like the biotene toothpaste, it was too minty. She had almost a whole tube of it left. She had the stroke 3 years ago and the cancer was almost 5 years ago. Lot and expiration date were unknown.